Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during the procedure, the implantable neurostimulator (ins) would not ¿screw the lead securely in the header.¿ troubleshooting included removing, replacing, and re-screwing the lead, but the issue was not resolved. The ins was never implanted and a different ins was used. No patient symptoms or complications were associated with the event. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the setscrew was cross threaded and backed out too far. The setscrew was able to be realigned and reinserted using a 5 oz-in torque wrench. The setscrew was tightened to a lead and held it securely to the ins. (B)(4).